Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that a single-tone, non-critical pump alarm was heard at 9:15 and 10:30. It was noted that the patient¿s previous pump had just been explanted and that pump¿s low reservoir date coincided with the date of report. The device system was used to deliver lioresal. That same day, it was reported that the low reservoir alarm date read as (B)(6)on the printout following the pump replacement surgery, but interrogation showed it as(B)(6) on the day of report. It was stated that there had been no changes or updates to the programming since the day of the implant and the patient did not have a personal therapy manager. Four days later, it was reported that the reporter did not know the cause of the pump alarm or the difference in low reservoir alarm dates. It was stated that the patient was receiving effective therapy with the new system and seemed to be doing well.